Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. The customer's blood glucose was 160 mg/dl. Reportedly, the customer continued to use the pump with insulin injections available for back up insulin therapy.